Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a femoral recon nail procedure, when surgeon was inserting the nail, the distal piece of the driving cap broke off and stayed inside the insertion handle. Surgeon then had to take out the nail without driving cap and had to reinsert the nail without the driving cap. Other driving caps were available, but not able to use because they would not thread into insertion handle. Surgeon then had to hit the insertion handle itself to finish inserting the im nail completely into the patient. A piece of the driving cap is still stuck inside the threaded portion of the insertion handle and are unable to use either instrument because it has no way of impacting the nail into the patient. The pieces were found, and the outcome of the case did not change. The procedure was completed successfully, but the surgeon has big concerns about the anatomical bend in the nail. There was a surgical delay of fifteen (15) minutes. Patient status is unknown. There was no harm to the patient. Concomitant devices reported: radiolucent insertion handle (part#03.033.001, lot#: unknown, quantity:1) . This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5, d11: updated concomitant device with lot number. H3, h4, h6: device history records review was completed for part: 03.010.523, lot: l731157. Manufacturing location: bettlach, manufacturing date: mar 23, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: product investigation was completed. Visual inspection confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Relevant drawings were reviewed during investigation and no design issues were noted. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the complaint device were observed to be broken off and found stuck in handle , thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed.additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: radiolucent insertion handle (part#03.033.001, lot# l700506 , quantity:1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).